Event description:
The hosp's material mgr reported that the surgeon claimed that on three occasions, veritas did not remodel or attach to the pts' tissue. These allegations are being investigated. No add'l info is available.

Manufacturer narrative:
No eval can be performed; device was not returned to synovis.